Event description:
Follow up information received that the patient underwent surgical intervention due to the ipg twisting in the pocket. The patient also stated the ipg pocket was irritated. No allegation was made against the leads and they are therefore no longer reportable.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-33005, 3006705815-2020-32298. It was reported that the patient had their system explanted. It is unknown the exact reason at this time.